Event description:
It was reported that pump displayed altitude alarm and insulin delivery paused earlier in day before customer contacted support. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer resumed insulin delivery, first with original cartridge and later by replacing cartridge, and pump resumed normal operation after customer received tips from technical support on preventing future altitude alarms.